Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including the self test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. There was no excessive no delivery alarm noted. The pump was received with a cracked reservoir tube lip, minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that he can rewind the insulin pump and it will work for 30 minutes or maybe an hour but it will go back to no delivery after changing everything out. Customer stated that rewinding does not work on the insulin pump anymore. Customer stated that he was having no delivery alarms this morning, which resulted in high blood glucose. Customer has had no delivery alarms all week long. Customer's blood glucose was 421 mg/dl at the time of the incident. Customer stated that he is going to (B)(6) to get some syringes so he can do some manual injections to lower his blood glucose. Customer was advised that recurring alarms may be due to site, infusion set, or reservoir issues. Customer stated that the tubing is not bent or kinked. Customer stated that he has tried all remedies. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.